Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation procedure that atrial lead that a clear signal could not be obtained and noise was present when tested using the analyzer. A lead pin issue was suspected to be cause of the lack of clear signal and noise. The ra lead was removed and procedure was completed using a different ra lead. No patient complications have been reported as a result of this event.